Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer inspected the ventilator but was unable to duplicate the reported event. The ventilator passed all functional and safety tests and was cleared for clinical use. As it was due, preventive maintenance was also performed. The root cause of the reported event remains undetermined.

Event description:
It was reported that the ventilator had o2 reading higher than set. There was no patient harm. Manufacturer's ref. #: (B)(4).